Manufacturer narrative:
Concomitant medical devices: unknown-unknown, cup-unknown; unknown-unknown, head-unknown; unknown-unknown, liner-unknown. Operative notes were not provided; an x-ray was provided and reviewed by a healthcare professional. Cement fixation of the acetabular cup. Periprosthetic fracture involving the right greater trochanter with associated loosening of the femoral component. Osteopenia is noted. Acetabular inclination angles could not be measured however visually the cup appears to be appropriately positioned. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported the patient is being considered for a revision due to a fractured femur. A revision surgery has not taken place or scheduled at this time. Attempts have been made and additional information on the reported event is unavailable at this time.